Event description:
It was reported that the lead showed rising impedance. The lead remains in use and no intervention has been done at the time of this report. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).